Manufacturer narrative:
The distributor field service engineer concluded that the printed circuit board 1906 which contains pressure sensors for air, oxygen, and nitrous oxide caused the reported issue with no air gas pressure being displayed on the anesthesia workstation screen. The pc1906 was replaced. The air gas module was replaced as a preventative measure since it showed traces/residues of water inside. After the replacement of these two parts, the unit was returned to service. Information received from the distributor states that the water originated from a hospital compressor failure and ended up in the anesthesia workstation as a consequence of this failure. The investigation of the returned air gas module found a defective pressure sensor inside the module. During simulated use testing, the air gas module generated a higher flow than expected leading to a higher pressure than set. The investigation of the printed circuit board 1906 could reproduce the reported issue. The cause was found to be a defective pressure sensor. Our conclusion into this matter is that the replaced parts were damaged by an increased level of water in the supplied air at the hospital.

Event description:
It was reported that the anesthesia workstation failed to display hospital air gas wall pressure on the screen and during trouble shooting, the air gas module was found with traces/residues of water inside but was at the time still working as intended. There was no patient connected to anesthesia workstation at the time of the event. (B)(4).